Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. It is unknown why the balloon ruptured; and because the device was not returned for analysis, the cause of the reported issue cannot be determined.

Event description:
It was reported that during preparation for the procedure, the balloon burst during inflation. No consequences to the patient were reported.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during preparation for the procedure, the balloon burst during inflation. No consequences to the patient were reported.